Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall in (B)(6) 2010. The physician assistant felt the neurostimulator (ins) had moved. The pt used the ins once in a while, but it was mostly off. The "wires" seemed to poke her. She has an appointment on (B)(6) 2010 with her hcp. Additional info has been requested.